Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported the pt began experiencing an increase in seizures and could not feel magnet or normal mode stimulation. The treating physician performed a system diagnostic test at a follow up appointment following the onset of the events, which revealed a dcdc code of "0", and the eos status was set to no. The pt subsequently underwent surgery where the generator was replaced. The explanted generator was not returned to MFR for analysis. Follow up with the treating physician has been unsuccessful regarding the status of the pt after re-implant.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death.